Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an eri alert was dated before implant. The date when the pt had an external shock for atrial fibrillation is the same as the end of life date to be reached on the printout.